Event description:
The dyevert plus ez system was reported to have air in the device tubing. During the procedure, user identified air continued to appear in patient fluid pathway of module. Device was removed and replaced with a new module with no impact to patient or procedure. No adverse events were reported. The device was not saved or returned by the user for further investigation.